Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high out of range pacing impedances measurements were noted when it comes to this right ventricular (rv) lead and device. High pacing thresholds were noted. Insulation damage was noted visually. This rv lead and device were explanted. The rv lead will be returned, while the device will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the that the rate sense coils were fractured. Trilumen insulation damage (abrasion) was also observed; the abrasion had a bit of a spiral in it which may suggest lead-on-lead contact damage. Detailed analysis of the fracture site determined the conductor coils was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.